Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows; device was first used to break the cortex of patient's bone. Initial insertion did not result in breakage of device. Cortex bone was not broken hence surgeon used device for the second time to break the cortex. The cortex was broken successfully this time upon removing device from patient, device broke and the broken piece dropped on the floor. Several x-rays were taken to ensure no fragment was in patient. Broken piece fit with the rest of the instrument indicating no fragments. The surgery was delayed for about 20 minutes due to the issue. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A manufacturing evaluation was completed: the relevant dimensions for this complaint cannot be checked due to the condition of the device. The measurable dimensions of the drill bit were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard of stainless steel. Our investigations have shown that the tip of the drill is partially broken off. The cutting edges and the side wall edges are worn and show marks and nicks. It is unknown how many times the drill bit was used before the breakage; hence the condition of drill bits cutting edges before the surgery is unknown. The microscopic view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. This drill bit was manufactured in june 2007. Considering all relevant findings it is likely that the drill bit broke due to a mechanical overloading situation while use. Neither a product nor a material related condition was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.